Manufacturer narrative:
Summary of event: as reported, during a fistulogram, an advance 35 lp low profile balloon catheter¿s balloon ruptured circumferentially, past nominal pressure. Another manufacturer¿s 6-french sheath was used during the procedure. An unspecified inflation device was used to inflate the balloon two times, for two minutes each time, within a sixty-percent occluded venous lesion. The lesion was not calcified. Blood was not noted in the inflation device, and the balloon was not inflated within a stent prior to rupture. The user attempted to remove the balloon catheter by itself; however, it could not be removed from the ¿check-flo¿ and therefore, the user removed the sheath and balloon catheter together to end the case. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and evaluation of the device on (B)(6) 2025, the balloon was ruptured, and the balloon and catheter material were separated. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawings, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon was ruptured circumferentially, and the shaft was separated at the distal tip. Both halves of the balloon were returned. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or component lots. A review of complaint history found no additional complaints for this lot number. The product IFU instructs ¿inflate the balloon to desired pressure. Adhere to the recommended balloon inflation pressures. (See compliance card insert).¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. The exact pressure at which the balloon ruptured is unknown. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a fistulagram, an advance 35 lp low profile balloon catheter¿s balloon ruptured circumferentially, past nominal pressure. Another manufacturer¿s 6-french sheath was used during the procedure. An unspecified inflation device was used to inflate the balloon two times, for two minutes each time, within a sixty-percent occluded venous lesion. The lesion was not calcified. Blood was not noted in the inflation device, and the balloon was not inflated within a stent prior to rupture. The user attempted to remove the balloon catheter by itself; however, it could not be removed from the ¿check-flo¿ and therefore, the user removed the sheath and balloon catheter together to end the case. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and evaluation of the device on 12jun2025, the balloon was ruptured, and the balloon and catheter material were separated.